Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicone jaw boot on the hemopro detached inside of the pt's leg. The piece was retrieved through the initial incision with the device. This device was used to complete the procedure. The hospital will reportedly not be returning not be returning the product in question.

Manufacturer narrative:
Since the device is not available to be returned to us, a tech eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).